Event description:
It was reported that pump touchscreen was cracked and shattered after customer bumped pump against surface. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump until replacement arrived and was advised to use alternate insulin method if necessary, while technical support arranged replacement pump with updated software.